Event description:
Boston scientific received information that during the implant on from the right side with this implantable cardioverter defibrillator (ICD) while defibrillation threshold testing ventricular fibrillation was undersensed. The patient required external defibrillation. The right ventricular (rv) lead was repositioned with r-waves of 6-8 mv but upon induction vf was undersensed at 1.0 mv. As a result the physician implanted an epicardial lead for rate/sense function and a non-boston scientific patch to assist with defibrillation. Initially, the non-boston scientific patch was connected in the distal port and then it was switched it to the proximal port after further troubleshooting and discussion with boston scientific's technical services. With testing two successful shocks were delivered at 31 joules. Right ventricular sensing was programmed at 0.6 mv due to the initial undersensing.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.